Event description:
There was a case performed in 2001 where a pt death resulted. The physician gained access to the aneurysm without any difficulties and deployed the graft without any incidents. The implant was successful. During the final angiogram check, the physician noticed there was a type 1 endoleak at both, ipsi and contra, iliacs. Both lumens were slightly larger than the circumference of the bifurcated limbs. A complete seal was not accomplished. The physician decided to perform a retroperitoneal cut-down to place wall stents in both iliacs at the attachment sites to resolve the leak. The physician gained access to the ipsi iliac and noticed that a vein was adhered to the underside of the ipsi iliac. The physician isolated the artery and attempted to separate it from the associated vein. When the artery was mobilized and separated, a tear occurred in the vein. The physician immediately gained access to the dissected vein but was unsuccessful in repairing the tear. The vein tissues were very frail so gaining control of the tear was extremely difficult. Pt lost copious amounts of blood. Pt was defibrillated and revived. However due to extreme blood loss, poor heart condition and hypertension, the pt expired on the table. Device was not explanted.